Manufacturer narrative:
External insulation abrasion was noted at 13.9-14.3cm and 18.0-18.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at these locations. This is consistent with the observations from the field of noise and low hv lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's rv lead exhibited noise in addition to low hv lead impedance. As a result, the rv lead was explanted and replaced. Reportedly, the insulation was observed to be compromised. No patient symptoms were reported.